Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform system 1, medwatch with identifier (B)(6) is for inform system 2.

Event description:
Caller reported patient was found unresponsive, reported blood glucose results of 533 mg/dl at 03:40 am and 165 mg/dl at 03:44 am on inform system 1, 145 mg/dl at 03:48 am on inform system 2. At 04:00 am a lab draw was performed, result was 15 mg/dl. The patient was treated with an unspecified amount of d50. Also reported different day blood glucose results of 451 mg/dl and 120 mg/dl on inform system 2 within 10 minutes no adverse event was reported. A request was made for the return of the meter, controls, and strips.